Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/21/2019. The customer replaced the heated filter to resolve this issue.

Event description:
The customer reported that the unit failed the patient circuit leak test during extended self test (est). There was no patient or user harm reported. The event date was not specified; estimate used.